Manufacturer narrative:
A test p-cap and reservoir locks into place inside the reservoir compartment properly. Device was received with the operating currents within specification. And passed the self test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. Device alarmed a21 after battery change due to connector on interface board voltage leak. No excessive no delivery alarms, motor error alarms, or drive/motor anomaly noted during testing. The motor passed the motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the piston of the insulin pump was frozen. Customer stated that the insulin pump had no delivery alarms. Customer was assisted with troubleshooting for no delivery alarms. Customer not tried different cannula lengths. Customer stated the tubing was not bent or kinked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.